Event description:
It was reported the pink slide did not move forward and the cannula was bent; indicating the needle mechanism did not function as intended. The pod was not worn. The patient's blood glucose rose above 18 mmol/l (324 mg/dl).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.